Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the cause of the ins beeping was not determined. They reported that they were unsure what most likely caused or contributed to this issue. They reported that steps taken to resolve the issue included that the patient was instructed to turn the device off and see if the beeping was still hear d, and it was reported that it was. They reported that it was unknown if the issue had been resolved. The patient said that the beeping was less frequent and not as loud.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (via a manufacturer representative) who was implanted with an implantable neurostimulator (I ns) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins started making a beeping noise about four months ago. Initially the beeping was loud and got quieter over time, but the noise was constant. Technical services reviewed information about the function of the ins. The caller will follow-up with the patient.